Manufacturer narrative:
Date rec¿d by MFR: 09jul19. Date of report: 12jul19. Information was received that confirms the touch screen was functioning. Therefore, based on the information provided, the incident is not a reportable event. The navigation-ring not working does not affect the functionality of the ventilator, the unit will continue to function and ventilate patient. The touch screen can be used to make adjustments to the settings. Further investigation of the complaint led to the finding that the touch screen was working properly at the time of the nav ring failure. The original submission no longer meets the criteria for a reportable event due to the finding of a functioning touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Report date: 27jun19. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported nav ring failure. There was no patient involvement.